Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3 (evaluation is in progress, but not yet concluded).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, when the oxygenator was flushed, foreign material became visible. It was on a routine bypass surgery with valve repair; blood flow was 5.4 liters, delta p initially at 110. During cooling of the patient to 32 celsius (°c), the pressure steadily increased up to 213. The perfusionist responded according to standard practice, and the pressure stabilized over the course of the next approximately 50 minutes during cardiopulmonary bypass. Fraction of inspired oxygen (fio2) and all other parameters were within normal range, and perfusion was otherwise uneventful. The cardiopulmonary bypass and the surgery were completed without complications.